Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 9:00 am the patient obtained the blood glucose reading of 450 mg/dl on the reported meter, which he claimed was inaccurately high compared to his expected values. The patient followed his usual diabetes routine afterwards; he does not take any medications to manage his diabetes. At 10:00 am the patient experienced the symptoms of shaking and weakness; he did not seek any medical attention or treatment. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated result on the reported meter, therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.